Event description:
Report received from the USA stating that during routine inspection the device was "overheating and getting warm to the touch." The reporter stated that the device was not used in surgery. There were no injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The event could not be confirmed. If additional info is received, a supplemental report will be sent.